Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) failed to deploy when the physician shuttled down with the gray shuttle. Therefore, hemostasis was achieved by manual pressure. There was no reported patient injury. The user was mynx certified. The device was stored according to the instructions for use (IFU). The device was prepped per the IFU. There was no difficulty noted during the prep. The storage did not exceed 25 °c. The device was removed from package per the IFU. There was no excessive force applied when shuttling down. The advancer tube was not engaged nor visible. No kinks/bends were noted after the removal of the sheath. This was an arterial case. Fingertip compression was maintained on the skin during the removal of the device. The device was returned for evaluation. A non-sterile mynxgrip vascular closure device 5f was returned for investigation. Per visual analysis, the shuttle was disengaged from the black handle. The syringe was connected to the device with the stopcock open. The advancer tube was observed on the catheter shaft with the sealant abutting the distal tip of the advancer tube. The procedural sheath was not returned. The device was inspected for damages that may have contributed to the reported event and none were observed. Per functional analysis, the shuttle was retracted to the black handle, and the advancer tube was found properly engaged to the proximal tamp lock as received, which matched the intended use. The returned device performed as intended per the mynxgrip instructions for use (IFU). Per dimensional analysis, the length of the advancer tube and distance between the proximal and distal tamp locks were measured and noted to be within specification. Per microscopic analysis, visual inspection under high magnification showed no damage to the tamp locks that may have prevented the advancer tube from engaging during the procedure. A product history record (phr) review of lot f2114102 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ was not confirmed during analysis of the returned device. The exact cause for the reported event could not be conclusively determined. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach the shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr nor the product analysis suggests a design or manufacturing related cause for the event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) failed to deploy when the physician shuttled down with the gray shuttle. Therefore, hemostasis was achieved by manual pressure. There was no reported patient injury. The user was mynx certified. The device was stored according to the instructions for use (IFU). The device was prepped per the IFU. There was no difficulty noted during the prep. The storage did not exceed 25 °c. The device was removed from package per the IFU. There was no excessive force applied when shuttling down. The advancer tube was not engaged nor visible. No kinks/bends were noted after the removal of the sheath. This was an arterial case. Fingertip compression was maintained on the skin during the removal of the device. The product was not returned for analysis. A product history record (phr) review of lot f2114102 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant-failure to deploy¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. With the limited information provided and no product return, it is impossible to determine what factors may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr nor the information available suggests a design or manufacturing related cause for the event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) failed to deploy when the physician shuttled down with the gray shuttle. Therefore, hemostasis was achieved by manual pressure. There was no reported patient injury. The user was mynx certified. The device was stored according to the instructions for use (IFU). The device was prepped per the IFU. There was no difficulty noted during the prep. The storage did not exceed 25 °c. The device was removed from package per the IFU. There was no excessive force applied when shuttling down. The advancer tube was not engaged nor visible. No kinks/bends were noted after the removal of the sheath. This was an arterial case. Fingertip compression was maintained on the skin during the removal of the device. The device will not be returned for evaluation.